Event description:
A malfunction on the pump was reported. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).